Manufacturer narrative:
The insulin pump was received with a severely scratched display window and cracked reservoir tube lip. No damage on the lcd board and no rewind anomaly noted. The device passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart error, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests.

Event description:
The customer's mother reported via phone call that the insulin pump would not rewind. Blood glucose value was 201 mg/dl. It was stated that they were pressing the act button on reservoir set up and nothing would happen. The mother confirmed there was an open circle on screen. When advising to check the status screen, she indicated that the screen was very scratched and they were unable to read the display. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.